Event description:
A hospital in (B)(6), reported to a fisher & paykel healthcare (fph) representative that the swivel wye on an rt266 infant dual heated evaqua2 breathing circuit was coming apart. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint device for evaluation. Our investigation is in progress and we will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4). It was visually inspected, pressure tested for leak and the diameter of the swivel wye lip and inner diameter of the swivel elbow were measured. Results: visual inspection revealed that the swivel wye was fully seated in the swivel elbow and no damage was observed to the returned devices. Pressure test showed that the returned circuit was within specification and the swivel did not disconnect from the swivel wye during the pressure test. Dimensional measurement of the swivel elbow and swivel wye revealed that they were within specification. Conclusion: we are unable to determine what may have caused the problem reported by the customer. No fault was found with the returned rt266 infant dual-heated evaqua2 breathing circuit. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production. Any circuits that fail are rejected. The user instructions that accompany the rt266 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6), reported to a fisher & paykel healthcare (fph) representative that the swivel wye on an rt266 infant dual heated evaqua2 breathing circuit was coming apart. No patient consequence was reported.